Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17671815m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non-biosense webster, inc. - st. Jude medical 8 french sheath; carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the ablation phase, a pericardial effusion was detected. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for evaluation of the pericardial effusion. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the injury was related to use of the rv (right ventricular) catheter. No transseptal puncture was performed. A st. Jude medical 8 french sheath was used. Generator parameters included power control mode with temperature warning at 43 degrees celsius, temperature cut-off at 50 degrees celsius, and impedance cut-off at 250 ohms. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interferencei value or catheter proximity. Thermocool smarttouch unidirectional catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any biosense webster, inc. Equipment during the procedure. Additional clarification has been requested on this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Although the physician related the injury to the use of the rv catheter, we do not have the rv catheter information. Therefore, we will conservatively report this event under the thermocool smarttouch unidirectional catheter.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch unidirectional catheter. After the ablation phase, a pericardial effusion was detected. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for evaluation of the pericardial effusion. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the injury was related to use of the rv (right ventricular) catheter (non-biosense webster, inc.). The returned device was visually inspected detail and it was found in normal conditions. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Additional clarification was received on november 01, 2017 stating that the right ventricle (rv) catheter was not a biosense webster, inc. Product. (B)(4).